Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: on the same day as the onset, the patient was hospitalized and it was reported that they were treated with "andilungalin" (intravenous) for fungal peritonitis. Three days later, pd catheter was removed and the patient was switched to hemodialysis. After two weeks and three days, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.